Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited prolonged capacitor charge time. The capacitors were reformed successfully on (B)(6) 2017. The patient's condition was stable.

Manufacturer narrative:
Correction: the previously reported UDI was erroneously submitted as (B)(4); the correct UDI should be (B)(4). Correction: the previously reported manufacturing site was erroneously reported as (B)(4); the correct manufacturing site should be (B)(4).